Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 660i synchron access clinical system leaked from the cap piercer blade wash cup onto sample tube caps. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat, gloves and eyewear while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and determined the cap piercer vacuum line #118 was obstructed. The fse removed the obstruction to resolve the leak. (B)(4).